Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. Upon implanting the atrial lead in the ra appendage, the electrical parameters were unsatisfactory. The physician was not comfortable with the lead position. The lead exhibited difficulty in the screwing mechanism while unscrewing. The lead was not used. A new lead was implanted successfully. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.